Manufacturer narrative:
Additional device info: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in a procedure. According to the complainant, the tip of the snare loop was not able to transmit current. There were no patient complications reported as a result of this event.